Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not startup at 00:00. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system logfile and found errors related to the flexvision pc. To resolve the issue, fse cleaned the grabber cards of the flexvision pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.